Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated.

Event description:
It was reported that patient had original artificial urinary sphincter (aus) implanted in 2008 at unknown hospital by unknown doctor. Device worked properly until approximately five weeks ago when urinary incontinence returned for unknown reason. Physician confirmed device malfunction/ possible fluid loss in office when physician attempted to activate device but pump would not refill. Cuff, balloon, and pump removed and replaced with new components. Explanted cuff examined and found to have a hole in it. Pressure regulating balloon empty upon removal. Patients incontinence was better when device was working. Patient is currently using over 4 pads a day.